Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of remote transmissions revealed p-waves that were not conducted, which caused v to v variability. The patient's implantable cardiac monitor erroneously interpreted this activity as an atrial fibrillation event. No intervention was performed and the product remained implanted. The patient will continue to be monitored.